Manufacturer narrative:
Section d6b - date of explant corrected. Manufacturer's investigation conclusion: evaluation of the heartmate 3 left ventricular assist system (lvas), serial number (B)(6), confirmed thrombosis. (B)(6) was returned assembled with the pump cable severed approximately 7¿ from the pump housing. The distal end of the pump cable and the modular cable were not returned. The sealed outflow graft, bend relief, and apical cuff were not returned. Examination of the textured blood-contacting surface of the inlet cannula revealed a red, tissue-like deposition within the distal end. The color and structure of the thrombus formation, as well as its adherence to the textured surface suggested that it developed within the distal end of the inlet cannula over an undetermined amount of time while the pump was supporting the patient. A specific cause for the formation of the thrombus could not be conclusively determined through this evaluation. The thrombus appeared to be partially occlusive of the overall blood flow path. Depositions were also noted in the interior of the pump cover. These depositions were well adhered, and did not appear to occlude the blood pathway. The remaining blood-contacting surfaces were free from any adhered depositions or thrombus formations. Visual examination of the pump¿s remaining blood-contacting surfaces revealed no evidence of adhered or developed depositions or thrombus formations. The pump rotor and rotor well did not reveal any obvious surface scratches or defects. The submitted log files and left ventricular assist device (lvad) event and periodic log files retrieved from the returned device appeared to capture the device functioning as intended. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of the IFU, ¿introduction¿, lists the adverse events, including device thrombosis, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6, ¿patient care and management¿, also lists thromboembolism as a potential late postimplant complication. Additionally, this section, under ¿anticoagulation¿, provides the recommended anticoagulation regimen, including inr values, as well as suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was inpatient and log files were sent for analysis. It was noted that the set speed was changed from 5300 rpm to 6500rpm on 04nov2024. The patient arrived at the hospital in cardiogenic shock and the team was unable to unload the left ventricle (lv) despite significant speed increases. The patients aortic valve opened with every beat. There were no alarms or noted issues with the equipment. The team stated a computed tomography (CT) scan showed no obstruction of the outflow graft and possible impedance of the inflow cannula per an echocardiogram (echo). The patient was taken to the operating room (or) for a heartmate 3 (hm3) to hm3 exchange on (B)(6) 2024.

Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was reported through user facility report # (B)(4) received on 01may2025 that the patient arrived at the hospital on (B)(6) 2024 with right heart failure symptoms requiring 3 inotropes. International normalized ratio (inr) on admission was 3.5. The inr goal was 2 to 3. Inr ranged 1.6 to 4.2 over last 3 months. It was noted that the patient was not compliant with weekly inr checks. Hemolysis was noted with lactate dehydrogenase (ldh) at 1,984, total bilirubin (t-bili) at 5.4, aspartate aminotransferase (ast) at 1928, and alanine aminotransferase (alt) was at 1,063. Their inr was at 5.7 on (B)(6) 2024. Lvad flows and powers increased to 5s from normal flows of 4s and powers of 3s. On (B)(6) 2025 a computed tomography scan showed minimal biodebris of the outflow cannula with no significant narrowing of the outflow graft. A speed echo study was done without change in function of heart chamber size with increase of speed. The patient was taken to the operating room (or) for a heartmate 3 (hm3) to hm3 exchange on (B)(6) 20254. No narrowing of was grafts noted. Debris were noted in the removed pump.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the heartmate 3 left ventricular assist system (lvas), serial number (B)(6), confirmed an inflow cannula deposition. (B)(6) was returned assembled with the pump cable severed approximately 7¿ from the pump housing. The distal end of the pump cable and the modular cable were not returned. The sealed outflow graft, bend relief, and apical cuff were not returned. Examination of the textured blood-contacting surface of the inlet cannula revealed a biological lining along the proximal opening. The deposition appeared to be well adhered and did not appear to occlude the blood pathway. Further examination of the inflow cannula revealed a red, tissue-like deposition within the distal end. The color and structure of the deposition formation, as well as its adherence to the textured surface, suggested that it developed within the distal end of the inlet cannula over an undetermined amount of time while the pump was supporting the patient. A specific cause for the formation of the deposition could not be conclusively determined through this evaluation. The deposition appeared to be partially occlusive of the overall blood flow path. Depositions were also noted in the interior of the pump cover. These depositions were well adhered and did not appear to occlude the blood pathway. The depositions found in the device had the potential to contribute to the reported hemolysis markers and the reported abnormal pump parameters. Visual examination of the pump¿s remaining blood-contacting surfaces revealed no evidence of adhered or developed depositions or thrombus formations. The pump rotor and rotor well did not reveal any obvious surface scratches or defects. The submitted log files and left ventricular assist device (lvad) event and periodic log files retrieved from the returned device appeared to capture the device functioning as intended. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. D and the heartmate 3 lvas patient handbook, rev. D are currently available. Section 1 of the IFU, ¿introduction¿, lists the adverse events, including device thrombosis and hemolysis, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6, ¿patient care and management¿, also lists thromboembolism as a potential late postimplant complication. Additionally, this section, under ¿anticoagulation¿, provides the recommended anticoagulation regimen, including inr values, as well as suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.